Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot, while continuously resetting and not displaying trend graph. Functional testing and log download cannot be performed in this state. The receiver case was opened for an internal visual inspection and log download. The ui-u1 was separated from the main board; the log shows loss of connection for dates in question. The reported event loss of connection was confirmed. A root cause could not be determined.